Event description:
Discordant results were obtained on an advia 1800 for nine pts for several assays including glucose and creatinine, and, for one pt, digoxin. The initial glucose and creatinine results were reported to health care providers. The technician noticed the discordancy when glucose results were repeated. Further checking discovered the creatinine and digoxin discordancies. The original digoxin result was not reported since the glucose discordancy had already been discovered. The nine samples were rerun, and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose, creatinine and digoxin results.

Event description:
Discordant results were obtained on an advia 1800 for nine pts for several assays including glucose and creatinine, and, for one pt, digoxin. The initial glucose and creatinine results were reported to health care providers. The technician noticed the discordancy when glucose results were repeated. Further checking discovered the creatinine and digoxin discordancies. The original digoxin result was not reported since the glucose discordancy had already been discovered. The nine samples were rerun, and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose, creatinine and digoxin results.

Event description:
Discordant results were obtained on an advia 1800 for nine pts for several assays including glucose and creatinine, and, for one pt, digoxin. The initial glucose and creatinine results were reported to health care providers. The technician noticed the discordancy when glucose results were repeated. Further checking discovered the creatinine and digoxin discordancies. The original digoxin result was not reported since the glucose discordancy had already been discovered. The nine samples were rerun, and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose, creatinine and digoxin results.

Event description:
Discordant results were obtained on an advia 1800 for nine pts for several assays including glucose and creatinine, and, for one pt, digoxin. The initial glucose and creatinine results were reported to health care providers. The technician noticed the discordancy when glucose results were repeated. Further checking discovered the creatinine and digoxin discordancies. The original digoxin result was not reported since the glucose discordancy had already been discovered. The nine samples were rerun, and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose, creatinine and digoxin results.

Event description:
Discordant results were obtained on an advia 1800 for nine pts for several assays including glucose and creatinine, and, for one pt, digoxin. The initial glucose and creatinine results were reported to health care providers. The technician noticed the discordancy when glucose results were repeated. Further checking discovered the creatinine and digoxin discordancies. The original digoxin result was not reported since the glucose discordancy had already been discovered. The nine samples were rerun, and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose, creatinine and digoxin results.

Event description:
Discordant results were obtained on an advia 1800 for nine pts for several assays including glucose and creatinine, and, for one pt, digoxin. The initial glucose and creatinine results were reported to health care providers. The technician noticed the discordancy when glucose results were repeated. Further checking discovered the creatinine and digoxin discordancies. The original digoxin result was not reported since the glucose discordancy had already been discovered. The nine samples were rerun, and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose, creatinine and digoxin results.

Event description:
Discordant results were obtained on an advia 1800 for nine pts for several assays including glucose and creatinine, and, for one pt, digoxin. The initial glucose and creatinine results were reported to health care providers. The technician noticed the discordancy when glucose results were repeated. Further checking discovered the creatinine and digoxin discordancies. The original digoxin result was not reported since the glucose discordancy had already been discovered. The nine samples were rerun, and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose, creatinine and digoxin results.

Event description:
Discordant results were obtained on an advia 1800 for nine pts for several assays including glucose and creatinine, and, for one pt, digoxin. The initial glucose and creatinine results were reported to health care providers. The technician noticed the discordancy when glucose results were repeated. Further checking discovered the creatinine and digoxin discordancies. The original digoxin result was not reported since the glucose discordancy had already been discovered. The nine samples were rerun, and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose, creatinine and digoxin results.

Event description:
Discordant results were obtained on an advia 1800 for nine pts for several assays including glucose and creatinine, and, for one pt, digoxin. The initial glucose and creatinine results were reported to health care providers. The technician noticed the discordancy when glucose results were repeated. Further checking discovered the creatinine and digoxin discordancies. The original digoxin result was not reported since the glucose discordancy had already been discovered. The nine samples were rerun, and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose, creatinine and digoxin results.

Manufacturer narrative:
A siemens healthcare field service engineer ('fse') was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant glucose, creatinine and digoxin results was related to the reagent dispensing pump 1. The pump was replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant glucose, creatinine and digoxin results was related to the reagent dispensing pump 1. The pump was replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant glucose, creatinine and digoxin results was related to the reagent dispensing pump 1. The pump was replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant glucose, creatinine and digoxin results was related to the reagent dispensing pump 1. The pump was replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant glucose, creatinine and digoxin results was related to the reagent dispensing pump 1. The pump was replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant glucose, creatinine and digoxin results was related to the reagent dispensing pump 1. The pump was replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant glucose, creatinine and digoxin results was related to the reagent dispensing pump 1. The pump was replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant glucose, creatinine and digoxin results was related to the reagent dispensing pump 1. The pump was replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant glucose, creatinine and digoxin results was related to the reagent dispensing pump 1. The pump was replaced. The instrument is performing within specifications. No further evaluation of the device is required.